Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was received with case cracked behind the insulin pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a blank display. Customer's blood glucose value was 223mg/dl. Customer had called for blank display after receiving new battery cap and display did not return. Customer was advised to revert to back up plan and follow healthcare professional¿s instructions. Insulin pump will be returned for analysis.